Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 377760, lot# v014129, implanted: (B)(6) 2006, product type: lead; product ID 377760, lot# v014129, implanted: (B)(6) 2006, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported the patient¿s stimulator was not staying charged and did not function like it was supposed to. It was noted the patient was approaching nine years since implant. It was reported the patient was recharging for longer than expected. It was noted the patient was unable to use their stimulator as often due to the issue. It was reported the patient felt as though they should have their device replaced.

Event description:
It was reported the patient&#38112;stimulator was working and approaching end of service (eos).